Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to increase stimulation intensity and received an oor error stating that the desired intensity was unavailable, and the patient reported increased pain when unable to turn the intensity up while active. System interrogation and an impedance check identified high impedance on several paddle lead contacts (greater than 40,00), with a possible short. The rep reported the "lead was damaged, broken, or fractured and mentioned there were damaged contacts". The patient later reported a fall approximately one month earlier and stated that, after thinking about it, the difficulty increasing stimulation began around that time.  Troubleshooting was performed by reprogramming stimulation groups to avoid the contacts with high impedance/possible short/damage, and the patient was instructed to try the new groups for 7 to 10 days and seek further assistance if needed, including possible lead replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that as stated in the impedance report, some of the leads were possible short somewhere possible fracture.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that as of right now, lead replacement has not been scheduled per patient however, he is getting relief with reprograms avoiding contacts that have high impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.